Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was delayed in responding to interactions. Customer's blood glucose level was 140 mg/dl. Reportedly, the customer continued to use the pump for insulin delivery. Multiple contact attempts were made by tandem technical support regarding the issue; however, no additional information was provided regarding the reported issue.